Event description:
It was reported that when using the bd pyxis¿ es server, patient account was merged and unmerged lead to no new orders crossed for this particular patient. Requested assistance and a possible call between both systems to determine the cause the get messages crossing for this patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient active directory was not updating in pyxis. A technical support specialist found that the issue was caused by duplicate patient records appearing in the system. The customer merged the records, but the wrong encounter was discharged. The customer attempted to send an a13 message, but it was blocked due to a restricted nurse unit and advised the customer to resend the a13 with an allowed unit. After doing so, the patient showed as admitted. The customer then discharged the incorrect encounter and edited the orders and would refresh on the active patient record. The system functioned as intended after the technical support specialist inspected the issue.